Manufacturer narrative:
Analysis of the lead (B)(4), found the stylet stuck in the lead. There was resistance when extracting and inserting the stylet in the coil. Foreign material was observed in several locations on the stylet. The foreign material on the stylet was analyzed by a chem tech and determined to be a protein.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received from the manufacturing representative (rep) reported that the lead stylet would not fit back into the lead lumen during implant. The stylet would not fit properly into the lead during stylet exchange. There was no patient death and no patient injury. The lead was returned to the manufacturer for analysis.

Manufacturer narrative:
Concomitant medical products: product ID: neu_stylet_acc, serial# unknown, product type: accessory. (B)(4).

Event description:
The healthcare provider (hcp) via the manufacturer's representative (rep) reported a stylet use difficulty occurred during intra-operation. During the case, the stylet stuck in the lead and the doctor had difficulty exchanging the stylet. The doctor used a different lead and the rep would send the defective lead back. There was an alleged out of box issue and damage was caused or discovered during the procedure. There were no applicable symptoms reported. Relevant medical history included spinal pain.